Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s controller developed an alarm while he/she was at home and that the controller failed. The patient is reported to have been asymptomatic during this event. The controller was exchanged with no reported patient consequence. The site indicated that it will be returning the device to the manufacturer.

Manufacturer narrative:
Product event summary: the reported event was confirmed via controller log file analysis which revealed several momentary disconnections and reconnections. The returned controller passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s controller developed an alarm while at home and that the controller failed. The patient is reported to have been asymptomatic during this event. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that a vad disconnect alarm was logged on (B)(6) 2017 at 12:11:07. The alarm was due to the physical disconnection of the driveline from the controller and was likely due to the controller exchange. Log file analysis of the data file revealed several momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone; the patient may have perceived the tone as an alarm. Based on the available information, the reported controller failure could not be confirmed during testing. A possible root cause of the reported "alarm" can be attributed to momentary disconnection between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. An internal investigation has been opened to evaluate hairline cracks at the power ports of controller 2.0 and implement corrective actions as required. Based on this investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that a vad disconnect alarm was logged on (B)(6) 2017 at 12:11:07. The alarm was due to the physical disconnection of the driveline from the controller and was likely due to the controller exchange. Log file analysis of the data file revealed several momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone; the patient may have perceived the tone as an alarm. Based on the available information, the reported controller failure could not be confirmed during testing. A possible root cause of the reported "alarm" can be attributed to momentary disconnection between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.